Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels on the right side. There is no report of trauma or accident. Hearing performance with the device is affected but the user has moderate speech understanding. Re-implantation is being discussed.

Manufacturer narrative:
Additional information: as per additional information received the recipient has been re-implanted, but the device has not been received for investigation yet. The previously reported results, namely damage to the active electrode likely caused by minute device mobility is suspected, still apply. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient's hearing performance with the device was affected but however had moderate speech understanding. There was no report of trauma or accident. And a further decline in recipient's hearing performance with the device was also observed. The user has been reimplanted; however device has not been received for investigation despite requests.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No further information on possible re-implantation has been received, despite requested.

Event description:
The recipient's hearing performance with the device was affected but however had moderate speech understanding. There was no report of trauma or accident. And a further decline in recipient's hearing performance with the device was also observed. Re-implantation is considered but no further information has been received.